Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 12-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. This investigation has been updated because the malfunction code changed from leakage from infusion site (specific cause not identified) to insertion site egress â " trace moisture / superficial wetness, which requires additional activities not included in the original investigation dated 27-feb-2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12/mar/2026 against "lot number" "5407664" and similar malfunction codes: leakage from infusion site (specific cause not identified), insertion site egress â" trace moisture / superficial wetness the review confirmed that lot 5407664 and the identified failure mode are not associated with any non-conformance reports (ncrs) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 12/mar/2026 against "lot number" criteria equal "5407664" and similar malfunction codes: leakage from infusion site (specific cause not identified), insertion site egress â " trace moisture / superficial wetness the number of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 5407664 was manufactured according to work instruction (wi) version 13 and manufactured in the m10 line on 06/feb/2023 with a total of (B)(4) units. The sub-assembly: cannula lot 5415418 was manufactured according to the wi version 09 and assembled in the lc05, on 02-feb-2023, with a total of (B)(4) units. Lot 5415419 was manufactured according to the wi version 09 and assembled in the lc05, on 05-feb-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 27-feb-2024 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5407664. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced four infusion sets tubing leakage at site event between(B)(6) 2024. The infusion sets were in use for one day. Patient replaced infusion sets and resumed insulin successfully no further information is available.